Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals during isometric exercises. Subsequently, this ra lead was surgically abandoned. Another ra lead was implanted to complete the procedure. No additional adverse patient effects were reported.